Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg was explanted on an unknown date due to swelling and a suspected infection at the ipg site. A culture was taken and the results were negative. During the explant procedure the lead was cut and was later explanted (reference MFR report: 1627487-2014-12055). The patient was later reimplanted with another scs system and effective therapy was established.